Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter claimed he could not read display when outside; however, confirmed he could see display while indoors. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings: the pump powered on with a faded discolored display screen. The display screen was replaced with a test screen and the display returned to normal. Unrelated to the complaint, the bolus button cover was found to be detached.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.